Event description:
It was reported that a revision of the inflatable penile prosthesis (ipp) was performed as the rear tip extenders perforated on the proximal side, the patient developed an infection following this procedure. A washout was performed and all components were removed. New ipp cylinders were implanted to maintain space in the corpora while the patient heals.

Event description:
It was reported that a revision of the inflatable penile prosthesis (ipp) was performed as the rear tip extenders perforated on the proximal side, the patient developed an infection following this procedure. The physician indicated that a sub optimal infection control in the procedure could have led to the infection development. A washout was performed, antibiotics were prescribed and all components were removed. New ipp cylinders were implanted to maintain space in the corpora while the patient heals. It was further reported that a surgery was performed on (B)(6) 2021 and the spacer cylinders were removed and a new ipp system was implanted.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.